Event description:
It was reported through patient outcome that the patient passed away due to multisystem organ failure. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Section a3: patient gender is missing. Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including multiple types of organ failure/dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) and death. No further information was provided. The manufacturer is closing the file on this event.